Event description:
It was reported that when the clinic attempted transmission with equipment, the clinic determined the equipment was not operational. The clinic reported "this product does not "pair" with a patient's monitor as it is a ka860 unit".

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that when the clinic attempted transmission with equipment, the clinic determined the equipment was not operational. The clinic reported "this product does not "pair" with a patient's monitor as it is a ka860 unit".